Manufacturer narrative:
PMA/510 (k) # : 163018. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Harima et al 2020 (zilbs) ¿ ¿endoscopic ultrasound-guided antegrade stenting through a hilar cholangiocarcinoma associated with a severe biliary infection¿. We conducted endoscopic ultrasound-guided antegrade stenting. The b3 branch was punctured. Although we intended to advance a guidewire into the duodenum through the common bile duct, the guidewire was advanced into the duodenum through the tumor. The first stent (zilver 635, 10-mm, 6-fr; cook medical, bloomington, indiana, USA) was deployed over the guidewire. Subsequently, an additional guidewire was inserted into the right hepatic duct, and the second stent (zilver 635, 10-mm, 6-fr) was deployed in a side-by-side configuration. Although the postoperative CT revealed that the initial stent was deployed through the tumor, early ad-verse events were not observed. The symptoms were resolved. She presented with a severe biliary infection 1month later. CT revealed a large amount of air in the tumor and biliary tract. She died 24 hours after developing sepsis. The autopsy revealed a large fistula between the tumor and duodenum. We considered that the initial stent through the tumor was associated with the biliary infection because the stent was inside the fistula. This file has been created to capture off label use of deploying the initial device through the tumour and side-by-side stenting which is not indicated for use in japan.

Manufacturer narrative:
PMA/510 (k) # : k163018. Device evaluation: the unknown device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that side-by-side placement of these stents is not yet licensed for japan. This is considered as off-label use. There is evidence to suggest the user did not follow the instructions for use (ifu0125-0). The japanese packaging insert (c-es1207m03) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of the user not following the IFU and placing the stents off-label was identified from the available information. From the information provided it is known that the user placed the stents in a side-by-side manner. As this stent placement technique is not yet licensed in japan it is considered off-label use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Harima et al 2020 (zilbs) ¿ ¿endoscopic ultrasound-guided antegrade stenting through a hilar cholangiocarcinoma associated with a severe biliary infection¿. We conducted endoscopic ultrasound-guided antegrade stenting. The b3 branch was punctured. Although we intended to advance a guidewire into the duodenum through the common bile duct, the guidewire was advanced into the duodenum through the tumor. The first stent (zilver 635, 10-mm, 6-fr; cook medical, bloomington, indiana, USA) was deployed over the guidewire. Subsequently, an additional guidewire was inserted into the right hepatic duct, and the second stent (zilver 635, 10-mm, 6-fr) was deployed in a side-by-side configuration. Although the postoperative CT revealed that the initial stent was deployed through the tumor, early ad-verse events were not observed. The symptoms were resolved. She presented with a severe biliary infection 1month later. CT revealed a large amount of air in the tumor and biliary tract. She died 24 hours after developing sepsis. The autopsy revealed a large fistula between the tumor and duodenum. We considered that the initial stent through the tumor was associated with the biliary infection because the stent was inside the fistula. This file has been created to capture off label use of deploying the initial device through the tumour and side-by-side stenting which is not indicated for use in japan.